Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) alarm and automatic inflation failed. The customer reported the issue to a repair engineer, who then replaced the device. No injuries were caused.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). Due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and checked the positive and negative pressures. The fse reported that the negative pressure was found to be below the factory's specified normal value. The fse restored the internal circuit connections and conduced funcional testing.

Event description:
N/a